Event description:
It was reported that during a remote follow up, loss of capture, undersensing, and low pacing impedance were noted on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.